Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information dizziness and/or headache; asthma (new or worsening); lung disease. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In box d product brand name has been updated and model number, catalog item identifier, serial number and product UDI has been captured in this report. In box g 510k has been captured in this report and in box h recall (z) number has been corrected in this report.